Event description:
The cusa disposable piece broke off at the tip end, and the broken piece was found in the heart cavity. The piece was retrieved.what was the original intended procedure?cabgdevice #1is this a laboratory device or laboratory test?no